Event description:
It was reported that after placement of the left-sided lead, bleeding was noted during the case. After implant of the right-sided lead, the left-sided lead had been removed; hemostasis was achieved and the burr hole capped. It is unk if a new left-sided lead was placed during the procedure. A post-operative CT scan of the brain had shown no subsequent bleeding and the case was completed. Product return had been indicated; the device has not been received for analysis. Add'l info has been requested from the rep.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted. Re-training is anticipated.